Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device - additional information. G3: date received by manufacturer- additional information. H2: additional information / device evaluation. H3: device evaluated by manufacturer - additional information. H6: adverse event problem component codes ¿ additional information.

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).